Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, the stent dislodged inside the patient. The calcified target lesion was in the very tortuous right coronary artery (rca). The physician attempted to advance a 3.0x32mm taxus liberte drug-eluting stent to treat the lesion, but the device would not cross the lesion. During withdrawal the stent dislodged from the balloon and lodged in the patient's rca. The stent was able to be retrieved with an unspecified snare. There were no additional patient complications reported.

Manufacturer narrative:
Device analysis: the device was not returned; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is unknown. Product unavailable for analysis.